Manufacturer narrative:
A pump and 3 pieces of detached connector sleeves were received for evaluation. Examination and testing of the returned components revealed a separation between the ribs of the pump body. Testing revealed this to be a site of leakage. Quality concluded that sufficient stress(s) was exerted on the ribs of the pump body to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. (B)(4).

Event description:
According to available information, puncture of pump - failure to inflate.